Event description:
It was reported that the ilet device¿s wake button was intermittently unresponsive, and the patient was instructed to check for and install a firmware update, which was completed during the call. Symptoms included transient inability to wake the device. Outcomes included no injury, no medical intervention, and continued monitoring by the user. Investigation included customer education, guided troubleshooting, and verification of software status with a firmware update applied. Investigation of this case revealed a suspected user interface responsiveness issue associated with the device¿s wake button that was addressed by updating device software. It was concluded, based on previously established findings for similar reports, that the cause was software-related and resolved through corrective software update.